Event description:
The patient reported experiencing elevated blood glucose of 600 mg/dl for the past 1-2 months. She stated that she would bolus and no insulin dripped from the end of the infusion tubing and she believes the infusion tubing was clogged. She believes the infusion device gave the e4 (occlusion) error too late. She changed the infusion set and insulin cartridge and bolused through the infusion device to lower her blood glucose her normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.